Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. For this situation, the solution is to replace the emergency stop switch. Emergency stop switches are a critical safety feature of the system. Although one of the emergency stop switches on the table is broken, with multiple emergency stop switches installed on the equipment, operational safety is fully ensured. The system's user manual states that users should check the system daily to ensure that the emergency stop switch is functioning properly. This means that even if the emergency stop switch is damaged, customers are able to detect it promptly during daily checks. The root cause is customer misuse. The emergency stop switch was damaged due to accidental impact by the customer. As previously stated, the switch has been replaced. This complaint has been closed.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): the e-stop has been replaced at customer site. The system works as specified now. Currently no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: based on preliminary information, the e-stop malfunction was due to a collision by other objects at customer side the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a problem involving the multix impact c system. During the pre-use preparation, the user found the e-stop at tabletop was broken and lost its function. There was no injury reported. Although there are other emergency stops that can be used if needed, in a worst-case scenario, critical injury could occur due to collision if the user is unable to stop the table using the other emergency stops.